Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.